Event description:
On (B)(6) 2023, the user contacted dario to report a low blood glucose (bg) reading. The user reported that on (B)(6) 2023 he received a bg reading of 20 mg/dl from his dario meter. Due to the above, the user went to the hospital that same day, where his bg level was tested, and read 182 mg/dl, which he stated is normal for him. The user added that his normal range for this time of day is in the 100 mg/dl to 200 mg/dl range. Following the above, the user was given an IV with saline fluid and was discharged from the hospital that same day. Before being discharged, the hospital gave the user a non-dario meter to test with.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for 3 months and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". After the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, dario's representative followed up with the user to do a control solution test. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 125 mg/dl (range 107-155 mg/dl). Control solution level 2 test results was 215 mg/dl (range 187-270 mg/dl). The following day, dario's representative followed up with the user once again. The user informed dario that he received a bg reading of 210 mg/dl, which he considered to be normal, since he had just eaten lunch, and had forgot to take his medication. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.